Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that after removing the pod from the infusion site (hip/buttocks) after wearing the pod between 37 and 48 hours, the patient's mother reported the site appeared infected. The site had pus coming from it and appeared bruised and was sore. The patient's mother called a doctor and was instructed to "leave the infected site open" and prescribed antibiotics, but the mother was unable to provide the prescription information.

Manufacturer narrative:
The pod was received with the soft cannula deployed. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may contribute to the reported event. The exact cause of the reported event could not be determined.